Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer replaced the supplies to address the issue. Customer's blood glucose level ranged from 134 mg/dl to 190 mg/dl.